Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('silver metallic coiled wires are found embedded within the cornua extending into the and attached partial segments of fallopian tube') in a (B)(6) year-old female patient who had essure (batch no. Cs000hw) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included teeth grinding, vulvovaginal candidiasis and uterine bleeding. Previously administered products included for an unreported indication: mirena and nuvaring. Concurrent conditions included hypertension since (B)(6) 2015, temporomandibular joint arthralgia since (B)(6) 2015, abdominal cramps, constipation, discomfort, allergic rhinitis, deviated nasal septum, sinusitis, bloating, esophageal reflux, adjustment disorder, tachycardia, endometriosis, otitis media chronic, depressed mood, ear pain, ovarian cyst, fibrocystic breast disease, itching, flu, hypoaesthesia teeth, hair loss, hot flashes, weight loss, decreased appetite, uterine bleeding, anemia, abscess, eustachian tube dysfunction, headache, sensation of pressure in eye, otorrhoea, epigastric pain, light sensitivity to eye, sound sensitivity increased and vaginal discharge. Concomitant products included intrauterine contraceptive device (paragard) from (B)(6) 2014 for birth control as well as celecoxib, cetirizine hydrochloride (cetrizine) from (B)(6) 2015 to (B)(6) 2016, codeine phosphate;guaifenesin (cheratussin ac), docosahexaenoic acid;eicosapentaenoic acid (omega-3), docusate calcium from (B)(6) 2013 to (B)(6) 2016, hydrocodone, ibuprofen, montelukast sodium, nsaids, ondansetron (zofran), oxycodone hydrochloride;paracetamol (percocet) from (B)(6) and paracetamol (acetaminophen). In (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain ("physical pain/pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), migraine ("migraines / headaches"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety/mental anguish") and rash ("rashes or skin conditions type: rashes"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and nausea ("nausea"). The patient was treated with citalopram, docusate calcium (surfak), duloxetine hydrochloride (cymbalta), esomeprazole, fexofenadine hydrochloride (allegra), gabapentin, ibuprofen (motrin), iron, magnesium hydroxide (milk of magnesia), minerals nos;vitamins nos (prenatal vitamins), mometasone furoate (nasonex), paracetamol (tylenol 8 hour), psyllium hydrophilic mucilloid, ranitidine hydrochloride (zantac), sertraline and surgery (total laparoscopic hysterectomy and bilateral salpingectomy.). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, vaginal haemorrhage, menorrhagia, dysmenorrhoea, fatigue, migraine, nausea, depression, anxiety and rash outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, dysmenorrhoea, embedded device, fatigue, menorrhagia, migraine, nausea, pelvic pain, rash and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy: date of insertion previously reported (B)(6) 2014 now it is reported as (B)(6) 2015. She didn't undergo an essure confirmation test (discrepancy noted in pfs). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records : depression, menorrhagia, pelvic pain, migraines, anxiety, nausea, vaginal bleeding. Concerning the injuries reported in this case, the following one was in patients medical record : embedded device most recent follow-up information incorporated above includes: on 22-jul-2019: pfs and mr received-new event ¿silver metallic coiled wires are found embedded within the cornua extending into the and attached partial segments of fallopian tube, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), dysmenorrhea (cramping), fatigue, migraines / headaches, nausea, psychological or psychiatric problems condition: depression, psychological or psychiatric problems condition: anxiety and mental anguish, rashes or skin conditions type: rashes¿, new reporter, patient information, concomitant drug, treatment drug, medical history, lot number historical drug were added. Outcome of event ¿pelvic pain¿ updated to ¿recovering / resolving¿. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('silver metallic coiled wires are found embedded within the cornua extending into the and attached partial segments of fallopian tube') in a 27-year-old female patient who had essure (batch no. Cs000hw) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included teeth grinding, vulvovaginal candidiasis and uterine bleeding. Previously administered products included for an unreported indication: mirena and nuvaring. Concurrent conditions included hypertension since 13-(B)(6) 2015, temporomandibular joint arthralgia since (B)(6) 2015, abdominal cramps, constipation, discomfort, allergic rhinitis, deviated nasal septum, sinusitis, bloating, esophageal reflux, adjustment disorder, tachycardia, endometriosis, otitis media chronic, depressed mood, ear pain, ovarian cyst, fibrocystic breast disease, itching, flu, hypoaesthesia teeth, hair loss, hot flashes, weight loss, decreased appetite, uterine bleeding, anemia, abscess, eustachian tube dysfunction, headache, sensation of pressure in eye, otorrhoea, epigastric pain, light sensitivity to eye, sound sensitivity increased and vaginal discharge. Concomitant products included intrauterine contraceptive device (paragard) from (B)(6) 2014 to (B)(6) 2014 for birth control as well as celecoxib, cetirizine hydrochloride (cetrizine) from (B)(6) 2015 to (B)(6) 2016, codeine phosphate;guaifenesin (cheratussin ac), docusate calcium from (B)(6) 2013to (B)(6) 20156, fish oil (omega 3), hydrocodone, ibuprofen, montelukast sodium, nsaids, ondansetron (zofran), oxycodone hydrochloride;paracetamol (percocet) from (B)(6) 2018 to (B)(6) 2018 and paracetamol (acetaminophen). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain ("physical pain/pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), migraine ("migraines / headaches"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety/mental anguish") and rash ("rashes or skin conditions type: rashes"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), nausea ("nausea") and hypersensitivity ("allergic reaction"). The patient was treated with citalopram, docusate calcium (surfak), duloxetine hydrochloride (cymbalta), esomeprazole, fexofenadine hydrochloride (allegra), gabapentin, ibuprofen (motrin), iron, magnesium hydroxide (milk of magnesia), minerals nos;vitamins nos (prenatal vitamins), mometasone furoate (nasonex), paracetamol (tylenol 8 hour), psyllium hydrophilic mucilloid, ranitidine hydrochloride (zantac), sertraline and surgery (total laparoscopic hysterectomy and bilateral salpingectomy.). Essure was removed on 29-aug-2018. At the time of the report, the embedded device, dysmenorrhoea, fatigue, migraine, nausea, depression and anxiety outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia, rash and hypersensitivity had resolved. The reporter considered anxiety, depression, dysmenorrhoea, embedded device, fatigue, hypersensitivity, menorrhagia, migraine, nausea, pelvic pain, rash and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy: date of insertion previously reported (B)(6) 2014 now it is reported as (B)(6) 2015. She didn¿t undergo an essure confirmation test (discrepancy noted in pfs) . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records : depression, menorrhagia, pelvic pain, migraines, anxiety , nausea, vaginal bleeding. Concerning the injuries reported in this case, the following one was in patients medical record : embedded device. Lot number: cs000hw manufacture date: 2015-01 expiration date: 2017-10 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: new event allergic reaction and outcome of the event pain, bleeding updated to recovered resolved. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('silver metallic coiled wires are found embedded within the cornua extending into the and attached partial segments of fallopian tube') in a 27-year-old female patient who had essure (batch no. Cs000hw) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included teeth grinding, vulvovaginal candidiasis and uterine bleeding. Previously administered products included for an unreported indication: mirena and nuvaring. Concurrent conditions included hypertension since (B)(6) 2015, temporomandibular joint arthralgia since (B)(6) 2015, abdominal cramps, constipation, discomfort, allergic rhinitis, deviated nasal septum, sinusitis, bloating, esophageal reflux, adjustment disorder, tachycardia, endometriosis, otitis media chronic, depressed mood, ear pain, ovarian cyst, fibrocystic breast disease, itching, flu, hypoaesthesia teeth, hair loss, hot flashes, weight loss, decreased appetite, uterine bleeding, anemia, abscess, eustachian tube dysfunction, headache, sensation of pressure in eye, otorrhoea, epigastric pain, light sensitivity to eye, sound sensitivity increased and vaginal discharge. Concomitant products included intrauterine contraceptive device (paragard) from (B)(6) 2014 for birth control as well as celecoxib, cetirizine hydrochloride (cetirizine) from (B)(6) 2015 to (B)(6) 2016, codeine phosphate;guaifenesin (cheratussin ac), docusate calcium from (B)(6) 2013 to (B)(6) 2016, fish oil (fish oil omega 3), hydrocodone, ibuprofen, montelukast sodium, nsaids, ondansetron (zofran), oxycodone hydrochloride;paracetamol (percocet) from (B)(6) 2018 and paracetamol (acetaminophen). In (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain ("physical pain/pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), migraine ("migraines / headaches"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety/mental anguish") and rash ("rashes or skin conditions type: rashes"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and nausea ("nausea"). The patient was treated with citalopram, docusate calcium (surfak), duloxetine hydrochloride (cymbalta), esomeprazole, fexofenadine hydrochloride (allegra), gabapentin, ibuprofen (motrin), iron, magnesium hydroxide (milk of magnesia), minerals nos;vitamins nos (prenatal vitamins), mometasone furoate (nasonex), paracetamol (tylenol 8 hour), psyllium hydrophilic mucilloid, ranitidine hydrochloride (zantac), sertraline and surgery (total laparoscopic hysterectomy and bilateral salpingectomy.). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, vaginal haemorrhage, menorrhagia, dysmenorrhoea, fatigue, migraine, nausea, depression, anxiety and rash outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, dysmenorrhoea, embedded device, fatigue, menorrhagia, migraine, nausea, pelvic pain, rash and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy: date of insertion previously reported (B)(6) 2014 now it is reported as (B)(6) 2015. She didn't undergo an essure confirmation test (discrepancy noted in pfs). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records : depression, menorrhagia, pelvic pain, migraines, anxiety , nausea, vaginal bleeding. Concerning the injuries reported in this case, the following one was in patients medical record : embedded device. Lot number: cs000hw, manufacture date: 2015-01, expiration date: 2017-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-aug-2019: quality-safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('silver metallic coiled wires are found embedded within the cornua extending into the and attached partial segments of fallopian tube') in a 27-year-old female patient who had essure (batch no. Cs000hw) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included teeth grinding, vulvovaginal candidiasis, abnormal uterine bleeding, sensation of pressure in ear, headache, light sensitivity to eye, sound sensitivity increased, otorrhea and vaginal bleeding. Previously administered products included for an unreported indication: mirena and nuvaring. Concurrent conditions included hypertension since (B)(6)2015, temporomandibular joint arthralgia since(B)(6)2015, abdominal cramps, constipation, discomfort, allergic rhinitis, deviated nasal septum, sinusitis, bloating, esophageal reflux, adjustment disorder, tachycardia, endometriosis, otitis media chronic, depressed mood, ear pain, ovarian cyst, fibrocystic breast disease, itching, flu, hypoaesthesia teeth, hair loss, hot flashes, weight loss, decreased appetite, abnormal uterine bleeding, anemia, abscess, eustachian tube dysfunction, headache, sensation of pressure in eye, otorrhoea, epigastric pain, light sensitivity to eye, sound sensitivity increased and vaginal discharge. Concomitant products included intrauterine contraceptive device (paragard) from (B)(6) 2014 to (B)(6) 2014 for birth control as well as celecoxib, cetirizine hydrochloride (cetrizine) from(B)(6)2015 to (B)(6)2016, codeine phosphate;guaifenesin (cheratussin ac), docusate calcium from april 2013 to (B)(6) 2016, fish oil (omega 3), hydrocodone, ibuprofen, montelukast sodium, nsaids, ondansetron (zofran), oxycodone hydrochloride;paracetamol (percocet) from (B)(6) 2018 to (B)(6) 2018 and paracetamol (acetaminophen). On(B)(6)2014, the patient had essure inserted. In (B)(6)2015, the patient experienced pelvic pain ("physical pain/pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), migraine ("migraines / headaches"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety/mental anguish") and rash ("rashes or skin conditions type: rashes"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), nausea ("nausea") and hypersensitivity ("allergic reaction"). The patient was treated with citalopram, docusate calcium (surfak), duloxetine hydrochloride (cymbalta), esomeprazole, fexofenadine hydrochloride (allegra), gabapentin, ibuprofen (motrin), iron, magnesium hydroxide (milk of magnesia), minerals nos;vitamins nos (prenatal vitamins), mometasone furoate (nasonex), paracetamol (tylenol 8 hour), psyllium hydrophilic mucilloid, ranitidine hydrochloride (zantac), sertraline and surgery (total laparoscopic hysterectomy and bilateral salpingectomy.). Essure was removed on (B)(6)2018. At the time of the report, the embedded device, dysmenorrhoea, fatigue, migraine, nausea, depression and anxiety outcome was unknown and the pelvic pain, vaginal haemorrhage, heavy menstrual bleeding, rash and hypersensitivity had resolved. The reporter considered anxiety, depression, dysmenorrhoea, embedded device, fatigue, heavy menstrual bleeding, hypersensitivity, migraine, nausea, pelvic pain, rash and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy: date of insertion previously reported (B)(6)-2014 now it is reported as (B)(6)2015. She didn¿t undergo an essure confirmation test (discrepancy noted in pfs) discrepancy noted in essure insertion dates: (B)(6)2014 and (B)(6)2015. A total of 6 coils on the left and 6 coils on the right remained in the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records : depression, menorrhagia, pelvic pain, migraines, anxiety , nausea, vaginal bleeding. Concerning the injuries reported in this case, the following one was in patients medical record : embedded device lot number: cs000hw manufacture date: 2015-01 expiration date: 2017-10 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2021: mr received. Patient medical history, rcc added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('silver metallic coiled wires are found embedded within the cornua extending into the and attached partial segments of fallopian tube') in a 27-year-old female patient who had essure (batch no. Cs000hw) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included teeth grinding, vulvovaginal candidiasis, abnormal uterine bleeding, sensation of pressure in ear, headache, light sensitivity to eye, sound sensitivity increased, otorrhea and vaginal bleeding. Previously administered products included for an unreported indication: mirena and nuvaring. Concurrent conditions included hypertension since (B)(6) 2015, temporomandibular joint arthralgia since (B)(6) 2015, abdominal cramps, constipation, discomfort, allergic rhinitis, deviated nasal septum, sinusitis, bloating, esophageal reflux, adjustment disorder, tachycardia, endometriosis, otitis media chronic, depressed mood, ear pain, ovarian cyst, fibrocystic breast disease, itching, flu, hypoaesthesia teeth, hair loss, hot flashes, weight loss, decreased appetite, abnormal uterine bleeding, anemia, abscess, eustachian tube dysfunction, headache, sensation of pressure in eye, otorrhoea, epigastric pain, light sensitivity to eye, sound sensitivity increased and vaginal discharge. Concomitant products included intrauterine contraceptive device (paragard) from (B)(6) 2014 to (B)(6) 2014 for birth control as well as celecoxib, cetirizine hydrochloride (cetrizine) from (B)(6) 2015 to (B)(6) 2016, codeine phosphate;guaifenesin (cheratussin ac), docusate calcium from (B)(6) 2013 to (B)(6) 2016, fish oil (omega 3), hydrocodone, ibuprofen, montelukast sodium, nsaids, ondansetron (zofran), oxycodone hydrochloride;paracetamol (percocet) from (B)(6) 2018 to (B)(6) 2018 and paracetamol (acetaminophen). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain ("physical pain/pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), migraine ("migraines / headaches"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety/mental anguish") and rash ("rashes or skin conditions type: rashes"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), nausea ("nausea") and hypersensitivity ("allergic reaction"). The patient was treated with citalopram, docusate calcium (surfak), duloxetine hydrochloride (cymbalta), esomeprazole, fexofenadine hydrochloride (allegra), gabapentin, ibuprofen (motrin), iron, magnesium hydroxide (milk of magnesia), minerals nos;vitamins nos (prenatal vitamins), mometasone furoate (nasonex), paracetamol (tylenol 8 hour), psyllium hydrophilic mucilloid, ranitidine hydrochloride (zantac), sertraline and surgery (total laparoscopic hysterectomy and bilateral salpingectomy.). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, dysmenorrhoea, fatigue, migraine, nausea, depression and anxiety outcome was unknown and the pelvic pain, vaginal haemorrhage, heavy menstrual bleeding, rash and hypersensitivity had resolved. The reporter considered anxiety, depression, dysmenorrhoea, embedded device, fatigue, heavy menstrual bleeding, hypersensitivity, migraine, nausea, pelvic pain, rash and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy: date of insertion previously reported (B)(6) 2014 now it is reported as (B)(6) 2015. She didn¿t undergo an essure confirmation test (discrepancy noted in pfs) discrepancy noted in essure insertion dates: (B)(6) 2014 and (B)(6) 2015. A total of 6 coils on the left and 6 coils on the right remained in the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records : depression, menorrhagia, pelvic pain, migraines, anxiety , nausea, vaginal bleeding. Concerning the injuries reported in this case, the following one was in patients medical record : embedded device lot number: cs000hw manufacture date: 2015-01 expiration date: 2017-10. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 7-jun-2021: quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.